Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with assistance from technical support and was instructed to continue using the pump, with advice to call back if any malfunction code recurred.